Manufacturer narrative:
The current instructions for use (IFU) contains the following: "general risks to patients - existing dental restorations (e.g. - crowns) may become dislodged and require re-cementation or, in some instances, replacement" and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the patient had not been seen by the office for some time. Align's clinical review of available records indicates that the patient had pre-existing root canal treatment on tooth 1.5 (the only tooth with crown on upper right side) and both lower molars on right side had restorations and poor clinical conditions. No conclusive evidence has been provided that supports or opposes the fact that the vivera retainers caused or contributed to the reported symptoms. This event is being filed as an MDR as the treating doctor reported that the patient had the symptom of tooth extraction (serious injury) and the vivera retainers were being used. B3: the date of event is an estimated date based on the timelines reported to align by the complainant and compared to the patient information. There is no conclusive evidence to confirm the date of the reported symptom of tooth extraction.

Event description:
The patient directly reported to align the following symptoms, which the treating doctor confirmed: symptoms of a crown falling off of a tooth on the upper right side, tooth became infected and required extraction (unspecified tooth #), and a second lower molar required extraction (unspecified tooth #) with the anterior tooth being chipped. No additional information is available at this time.

Manufacturer narrative:
The patient reported that the invisalign full aligner treatment may have contributed to the reported tooth extractions; however, the patient was using the vivera retainers at the time of the complaint and had been using vivera retainers for the last 6 years. The reported extractions occurred during the use of the vivera retainers. After reviewing the records for the invisalign full and the vivera retainer, there is no evidence of a tooth loss. The same teeth are present, including the restored tooth (crown). There is no conclusive evidence available to support or oppose whether the invisalign full or vivera retainer product contributed or caused the reported tooth loss.